Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Unable to complete fine registration. Correct patient verified, CT landmarks verified, fine registration was redone several times. CT data was not matching patient anatomy on the table; pka; delay: 40 minutes; all logs and files are in the shared drive under the complaints folder in the folder labeled (B)(6). Update per rep: patient was under anesthesia. Case was converted to a manual total knee arthroplasty.

Manufacturer narrative:
Reported event: an event regarding failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 331 found quality inspection procedures successfully passed complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding CT data mismatch. There were no other reported events for the listed catalog number. Conclusion: the session data for this case was reviewed and an analysis of the session data was completed. Based on the data, the mako system performed within its specification. The discrepancy between the femoral head center CT and patient landmark caused the registration to repeatedly fail.

Event description:
Unable to complete fine registration. Correct patient verified, CT landmarks verified, fine registration was redone several times. CT data was not matching patient anatomy on the table; pka; delay: 40 minutes; all logs and files are in the shared drive under the complaints folder in the folder labeled 7-5-17 dr (B)(6), (B)(6) hospital. Per rep: patient was under anesthesia. Case was converted to a manual total knee arthroplasty.